Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of r-wave amp variation and increase capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood and tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue.

Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation found that their right ventricular (rv) lead exhibited low sensing and increased capture threshold. It was also noted that the capture threshold varied during deep breathing. A chest x-ray was performed and discovered that the rv lead was dislodged. During the revision procedure, the helix of the rv lead failed to be retracted. The rv lead was explanted and replaced. The patient had no adverse consequences due to the event.